Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® lithium heparinn 75 usp units blood collection tubes there was an issue with hemolysis. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to hemolysis were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the retained samples, the customer¿s indicated failure mode for hemolysis with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer lithium heparinn 75 usp units blood collection tubes there was an issue with hemolysis. There was no report of injury or further medical intervention.